Event description:
Legal case - USA. It was reported that approximately 20 months after a total right hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, synovitis, and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants (B)(6); 136-36-54 - nv gxl lnr, +5lat, 36mm g4-60/62mm cups. (B)(6); 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6); 164-03-13 - element-stem, collared w/ha, std offset, sz 13. (B)(6); 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6); 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6); 170-36-00 - biolox delta femoral head 36mm od, +0mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.